Event description:
The customer reported a mis-recorded treatment.

Manufacturer narrative:
The manufacturer's investigation is on-going and further information will be provided once the investigation has completed.

Manufacturer narrative:
The investigation was completed by conducting a thorough evaluation of the product and the reported information. The customer reported a mis-recorded treatment. From the logs it has been ascertained that there were multiple machines interruptions, however it has been determined that the correct dose was delivered. Mosaiq did not have any malfunction and is working as designed and intended. Based on the available information, there was no patient mistreatment.